Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 6 cubies were off the bus. A field service engineer (fse) powered off the unit, reseated the row board connectors for drawer 6 and hardware test application (hta) testing was completed and passed, resolving the issue. The customer then completed medication inventory in the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 and cubie failed to open. The customer rebooted the device, but issue persisted. The customer stated that this malfunction occurred while dispensing medications to the patient, caused a delay to the patient care and the user managed to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.